Manufacturer narrative:
Additional manufacturer narrative: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with two gore® tag® thoracic endoprostheses (tg3420/7244644, tg3420/7244647) to treat a thoracic aortic aneurysm. During the procedure, an aortic arch to ascending aorta to left and right common carotid artery bypass was performed. The final angiography showed no endoleak. The patient tolerated the procedure. On (B)(6) 2010, a stroke was diagnosed. The patient underwent medication therapy for the stroke. On (B)(6) 2010, the patient passed away due to multiple strokes. No further information was available.